Event description:
The surgeon reported two minor cornea thermal events, classified as very minor, limited to an approx 1 mm incision. He had removed the infusion sleeve, and then applied 100% continuous amplitude to hard nuclei. The doctor stated the system performed exactly as it should, and was not at fault. Patients were fine and post-op results were satisfactory. No additional information will be provided. The other event is reported under MFR. Report # 2028159-2007-00015.

Manufacturer narrative:
The system was not evaluated, due to the doctor's statement that the system was not at fault.